Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. There was a pinhole in the balloon at the distal end of the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.